Event description:
Litigation papers allege began having pain and stiffness in his right hip area, which over time became progressively worse. It is further alleged that the patients surgeon has already advised him that he is presently in need of surgery to remove and replace his hip replacement update: (B)(6) 2012 - medical records were received. Patient was revised to address hip pain. Evidence of fretting a the head-neck junction was noted.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.